Event description:
Cholecystectomy - "instead the clips apparently well closed the clips were released very easily. Finally the surgeon opted to put hemolock, just in case."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. The root cause could not be determined as the unit was locked out and could not be evaluated for functionality. The unit was disassembled for further evaluation and met all specifications. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.